Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken tube at the proximal clevis. A broken piece, measuring roughly 0.315" x 0.091" in size. Thermal damage was not observed. Additionally, a component adjacent to the instrument was found to have a dislodged proximal clevis. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not identified. The procedure was completed with no reported injury.